Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system was evaluated and reported in 3004785967-2019-00301. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. The system is purely used for research and not used on patients. The issue occurred intraoperatively during the select patient/acquire scans task. It was reported that there were two instances of early termination during the surgery. The first early termination occurred at the beginning of the spin and then stopped. A loud thud could be heard. The second occurred in the middle of the exam and then the 3d mode unexpectedly turned to 2d mode. The case was completed with imaging and there was no patient present when this issue was identified.